Event description:
It was reported that the patient has had a feeling of constant pressure above the implant (skin flap) since 2008. The pressure is leading to pain when the patient wears the processor for a longer period of time. It was also reported that the active electrode array is partially out of the cochlea since implantation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.